Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer number: 2017865-2019-16503. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. The implantable cardioverter defibrillator and the associated right ventricular lead were explanted.

Manufacturer narrative:
A complete lead was returned measuring 57.5 cm. For patient death. Visual examination found on anomalies other than procedural damage. No conductor fractures or internal shorts were found.